Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 19-jan-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated is comfortable with the glucose readings she is getting with the replacement products.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with tests results from all the results obtained. The expected fasting blood glucose test result range is 100-120mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the dining room. During the call a blood test was performed by the customer and produced test results of 282mg/dl fasting using the meter. The test strip lot manufacturer¿s expiration date is 03/31/2022 and open vial date is undisclosed. The meter memory was reviewed for previous test result history. (B)(6).

Manufacturer narrative:
Sections with additional information as of 11-mar-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.